Event description:
It was reported to baxter's technical service center that a small leak occurred in the patient line during use with the homechoice (hc) during dwell 2 of 6. The baxter technical service representative (tsr) had the home patient (hp) end therapy and advised the hp to start over with new supplies or switch to manuals, and to call their registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp a week later in regards to a sample request; the hp indicated that she did receive a sample kit and had mailed back the sample last week.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if additional relevant information becomes available.